Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running when turned off was duplicated. Based on the investigation details, the likely cause was a worn pc board nomex and gasket, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the driver continued to run when turned off during a surgical procedure. The case was completed successfully. There were no adverse consequences reported as a result of this event.